Event description:
Dealer stated end user contacted him and alleged the frame broke while she was using her chair. Dealer stated the right lower section of the weld below the lower axle mount is what broke. Dealer stated the end user did not fall and was able to get up to avoid injury, no injuries associated with the incident.